Event description:
A peritoneal dialysis patient reported that dialysis solution leaked out of the cassette and into the cycler. Patient stated that the left side of the pump module was all wet. Patient stated that the membrane was bad. Patient was not able to complete treatment but did manual exchanges for the next two days until the cycler was replaced. Patient had no adverse effects. Sample is not available; sample was discarded.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.